Event description:
It was reported that the 9800 system would not boot up prior to a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and software were installed during the svc call. The system was tested, and found to be working as intended, and put back into svc.